Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tool broke off in a patient. An x-ray procedure was conducted to locate the broken piece but it cannot be found. On follow up, it was confirmed with hcp that there was no staff and patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool returned was used and broken. The tang piece of the tool was returned however the head piece of the tool was not returned. It was noted there was discoloration at and near the fracture location and the fracture location is relative to location of the distal bearings in tt12 and variant telescoping tubes. The likely cause was identified as the distal bearings are no longer supporting the tool effectively and the telescoping tube used with this t12mh25 tool has been used past its functional life. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tool broke off in a patient. An x-ray procedure was conducted to locate the broken piece but it cannot be found. On follow up, it was confirmed with hcp that there was no staff and patient impact.